Manufacturer narrative:
No unresponsive buttons noted. All buttons function properly. No moisture damage or corroded keypad traces noted. The component connector at the lcd board was found locked. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer's mother reported via phone call that the bolus wizard button was not working. Customer's mother reported the keypad was locked and she was unable to unlock it. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.